Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). According to the device service manual, the otv error e117 is notified when the following units or components failure is detected. -power supply unit. -v - mb harness. -v part group. -graphics processing unit part group. -central processing unit. -motherboard. The reported event may have been caused by the u-board (motherboard), d-board (v part group), or graphics processing unit failure due to aging, because more than 5 years have passed since the device was manufactured. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus repair center in bolton for evaluation. Olympus repair center inspected the device and confirmed the following; the reported phenomenon was reproduced. There was no abnormality on the exterior and the inside of the device. The reported event may have been caused by failed printed circuit boards such as the u board and v board and the graphics processing unit. The parts of the device were replaced, the issue was resolved. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During an olympus (B)(4) representative was checking inventory in the demonstration room, an otv error e117 was displayed on the monitor screen when the device was turned on. Error code e117 means a malfunction of the camera control unit. There was no report of patient injury associated with this event.